Event description:
At approx 12:40 am, pt's ventilator alarm sounded. Pt was assessed immediately by a nurse, and found to be cyanotic, without respirations. Code blue performed. Resuscitation attempts were unsuccessful. At 4pm the respiratory therapist noted that the vent filter was blocked, not allowing air exchange through the filter. There was no visible evidence of blockage upon visual examination. Blockage of filter, and subsequent blockage of air exchange is felt to be related to pt's death. Pt received an albuterol nebulizer treatment at 10 mins prior to the code blue. Respiratory therapists have reported that the albuterol creates a "foam" when the treatment is given. The relationship of the albuterol and the filter blockage needs further testing and investigation. Hosp is questioning whether the "foam" or ingredients in the albuterol contributed to the problem with the filter.